Manufacturer narrative:
Device manufacture date: device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became hot when rotating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to april 4, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date device returned to manufacturer was documented as dec 11, 2017 in the initial report and has been updated as dec 13, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was received in a poor physical condition and no further analysis or evaluation could be performed. Therefore, the reported condition could not be confirmed. No assignable root cause could be determined. If information should become available, a supplemental medwatch will be submitted accordingly.